Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. Patient reported that since the first implant ins moved around. No further patient symptoms or complications were reported in this event. Patient said that she had ins replaced in (B)(6) 2015 and during procedure she was told that it was discovered that lead was not in the ins port. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID 39565-65 lot# (B)(4) implanted:(B)(6)2013 explanted: (B)(6)2015 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the first neurostimulator (ins) was replaced because it was discovered that a wire was disconnected after the patient had experienced difficulty charging. The patient didn¿t have any fall or trauma. No further complications were reported.